Event description:
It was reported that the customer experienced a blood glucose (bg) level of 485-500 mg/dl. The customer alleged that the pump "isn't working correctly"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot however the customer did not respond and the alleged root cause could not be confirmed. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.